Manufacturer narrative:
Reinforced surgical technique to customer. Device is not being returned for eval.

Event description:
The operation reconstruction of the anterior cruciform ligament was performed by the trans-tibial method with the use of the semitendinosus and gracilis muscle tendons. After the graft was stretched the process of inserting the screw in a typical manner began. The screw used was 35mm long and 9mm in diameter. In the course of screwing in the screw, breakage of the screw occurred. The fragments which were broken off were removed from the tibial canal, while the distal part of the screw was left in the tibial canal in order to partially stabilized the graft. An attempt to remove the part of the screw remaining in the tibial canal proved unsuccessful. The remaining part of the operational procedure was completed in the typical manner. It is unk if a starter or tap was used. It is unk how long of a delay resulted.